Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded covered stents are being used increasingly for asais nationwide, despite variable reports of durability. [(B)(4)].

Event description:
Article: chopra, a. E. (2015). Uncertain patency of covered stents placed for traumatic axillosubclavian artery injury (asai). Journal of the american college of surgeons, 174-183. Purpose: to investigate management and outcomes after emergent covered stent placement and open surgical repairs for asais. Per the article adverse events included thrombosis and ischemia.